Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial numbers. The baseline gender/age characteristics is male/57 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: the impact of implantable cardioverter defibrillator with lead alert function on inappropriate shocks caused by lead malfunctions. Chinese journal of cardiology. 2025. Vol. 53, no. 12. Doi: 10.3760/cma.j.cn112148-20251014-00720 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding the incidence and frequency of inappropriate shocks caused by defibrillator lead failures in patients with implantable cardioverter defibrillators (icds). The authors described patients who experienced inappropriate shocks due to oversensing, abnormal pacing and defibrillation impedance, unspecified pacing issues, and unspecified sensing issues. There were three patients who experienced continuous inappropriate shocks over a twenty-four-hour period which led to subsequent battery depletion. One of these cases involved a patient who sought medical care after they received the initial device alarm, was not diagnosed with a lead malfunction during clinical follow-up and then failed to seek further medical care after additional alarms. Battery depletion occurred six months after the initial alarm. The other patients failed to seek timely medical attention and experienced rapid, battery-depleting episodes at 84 days and 36 days following their initial events. Reprogramming was performed and devices replaced. The status of the devices and leads is unknown. No additional adverse patient effects or product performance issues were reported.